Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
It was reported to philips that the device had a touchscreen calibration failure. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed that there was no adverse patient impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the touchscreen will need replacement. The customer's bio-med stated that the touchscreen was unable to be calibrated when he performed his evaluation. The customer was given part information for a replacement touchscreen. The customer has ordered and replaced the part to rectify the reported problem.